Event description:
Caller tested at 147mg/dl, took normal medication, and ate. She reports testing 2.5 hrs later at 107mg/dl. She was found unresponsive 2.5 hrs after 107mg/dl reading and the paramedics were called. She tested at 13mg/dl on the paramedic's deice and an IV was given. She was transported to the hosp where she was released the same day.